Manufacturer narrative:
The customer reported getting a charge shock failure. The unit was evaluated at philips, but the symptom could not be duplicated. Errors noted in the system log, however, were indicative of the reported symptom. We are considering this a malfunction. We cannot determine the cause, since we could not reproduce the symptom.

Event description:
The customer reported getting a charge shock failure.